Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event include: pxt281416/7610932. The gore excluder aaa endoprosthesis instructions for use (IFU) states: align the radiopaque marker at the proximal end of the contralateral leg endoprosthesis with the long contralateral radiopaque marker of the trunk-ipsilateral leg endoprosthesis. With the alignment of these markers, an approx 3 cm overlap will be achieved. Additionally, the IFU states" incorrect deployment of endoprosthesis may require surgical intervention. Additionally, the IFU states, adverse events that may occur and / or require intervention include, but are not limited to: endoprosthesis: improper component placement; surgical conversion.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was deployed without incident; however, the contralateral leg component was deployed 120 mm higher than intended. The pt was converted to open repair and a surgical tube was placed. The gore devices were removed and discarded at the site. The pt is fine. It was reported that the physician does not believe the device caused or contributed to the event.